Manufacturer narrative:
The palmaz balloon-expandable stent delivery system was advanced over the guidewire, through the sheath introducer and to the lesion and the balloon was inflated using an indeflator. However, the balloon ruptured below rated burst pressure at two atmospheres. Consequently, the stent system was withdrawn without incident to the patient. A self-expanding stent was then used to successfully complete the procedure. The vessel had severe calcification, tortuousity and an 80% stenosis. The product is not available for evaluation and testing. However, a device history record review was completed and results indicated that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassembly lots and as well confirmed that all subassemblies met all requirements per the applicable manufacturing quality plan, including burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed palmaz balloon-expandable delivery system.

Event description:
During peripheral stenting to the left external iliac artery, the balloon ruptured. The palmaz balloon-expandable stent delivery system was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. However, the balloon ruptured below rated burst pressure at two atmospheres. Consequently, the stent was withdrawn without incident to the patient and a smart control nitinol self-expanding stent system was used with successful deployment. Further information indicated that the vessel had severe calcification and tortuousity with 80% stenosis. However, patient-specific information was not available, and therefore not provided.